Event description:
Several incidents of tubing separation from thumb control has resulted in splattering of secretions on employees and temporary occlusion of endotracheal and tracheostomy tubes with the catheter. (Sample) (*)